Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, no damage or defects were observed. Functional testing was performed, attempting to pass water through the spike and it was not possible. The product was disassembled for further evaluation and found the solvent used to adhere the connector onto the spike, was obstructing flow through the spike. A device history review was performed for lot 2205210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The spikes were disassembled and no obstructions were found. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, it was determined the root cause of this incident is a failure is the dispenser not dosing the solvent in the proper location, causing it to block the fluid pathway as seen on the sample provided.

Event description:
It was reported that saline would not flow through the bd phaseal¿ spike connector (c180j) IV route while priming it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a flow issue with the use of c180j. The customer¿s report is that upon priming with saline by using this product connected to mfx2409, the infusion fluid did not flow into the IV route. The customer is suspecting that any clog is occurring in this product."

Event description:
It was reported that saline would not flow through the bd phaseal¿ spike connector (c180j) IV route while priming it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a flow issue with the use of c180j. The customer¿s report is that upon priming with saline by using this product connected to mfx2409, the infusion fluid did not flow into the IV route. The customer is suspecting that any clog is occurring in this product."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.